Event description:
It was reported that the patient presented in the clinic for a routine device follow up. It was noted that the cardiac resynchronization therapy defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).